Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a battery out limit and bad battery. They did not receive a low battery alarm. The customer stated alarm occurred during normal use. The customer's blood glucose level during the incident was about 143 mg/dl. It was found while troubleshooting that the battery compartment was damaged. The customer also reported about a past event where received a no delivery alarm. Their blood glucose level during the incident was 131 mg/dl. The issue was resolved by changing the complete infusion and reservoir set. The device was returned for analysis.

Manufacturer narrative:
Unit received with currents in spec. No unexpected failed battery or battery out limit. Unit unable to prime during prime test due to faulty force sensor resistor. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.